Manufacturer narrative:
Concomitant products: 419478 lead, implanted (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead had high and unstable thresholds and exhibited far field r-wave (ffrw) oversensing. Capture was unable to be seen. It was determined that the patient was in atrial standstill and the threshold was determined as being correct with these issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.